Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing. Upon investigation, the cause for the failure was isolated to a defective u6 voltage converter on the c/a board. The root cause for the defective u6 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated reason, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.